Event description:
It was reported that the patient called an ambulance because they "suddenly felt a sense of severe malaise in the morning." The patient also had bradycardia led by complete atrioventricular block with arrhythmia because the pacemaker didn't work properly. It was determined that the patient's device had battery depletion and after interrogating the device for a few seconds it lost telemetry. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis' of the device revealed normal battery depletion.